Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. One suture broke and then graft just "loosened up." The surgeon used a side biter clamp to redo the graft. No additional pt complications were reported.